Event description:
During the atrial fibrillation procedure, when the ablation was started with the ablation catheter around the left veins, the patient went into atrial fibrillation with rapid ventricular response and was hypotensive, anesthesia treated the low blood pressure. There was no pericardial effusion on ice. However, when moved to the right veins the patient was again hypotensive and was not responding to medications. Tte was performed and an effusion was noted. A pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. A ¿check baseline¿ error was displayed throughout the log files. The ensite contact force module instructions for use (IFU) states ¿baseline operation should be checked regularly and if necessary, reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body; after reinsertion into the patient¿s body after retraction through a sheath; when the message ¿please check baseline¿ displays.¿ due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event.